Event description:
During a call back to the home patient, mor information about the event became available. The transfer set came apart from thne catheter line, and that a plastic adapter is used to make the connection. There was no patient injury or medical intervention as a result of this incident.

Event description:
A home pt contacted baxter technical services regarding a transfer set that came apart during drain 4 of 5 while using the homechoice system. The technical services rep assisted the pt to end therapy and advised her to call the nurse. There was no pt injury or medical intervention reported at the time of the incident.